Event description:
This lead was implanted on (B)(6) 2000 and remains implanted at this time. This is noted due to rising ra impedance. There has since been a drastic change in ra impedance noticed by the health care professional in latitude. The physician was dr. (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).